Event description:
The customer reported that the system would shutdown during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the intelligent shutdown board and the printed circuit boards one and four. The system was tested and found to be working as intended and put back in service.